Manufacturer narrative:
Resmed performed an engineering evaluation on the device history log data provided on a usb data stick. The evaluation did not reveal any abnormal function of the device and no occurrence of abnormal ventilation stop. Based on the information provided to resmed, there is no indication the reported issue was related to a device malfunction. (B)(4).

Event description:
It was reported to resmed that while the clinician was reviewing the patient data for an astral device a low pressure alarm and stopped ventilation was observed in the log. There was no patient injury reported as a result of this incident.